Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, and active current test. The pump failed the self test due to appearance of pump error 63. No delivery alarms or failed battery test alarms were noted during testing. A loud noise was noted during rewind, possible rewind anomaly. Test p-cap locked properly into the reservoir compartment, however a cracked retainer ring was noted during visual inspection. Pump communicated properly with the test guardian link transmitter. Successfully downloaded pump history files and traces using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed a low battery alert on (B)(6) 2023 at 08:05:00.000 and was expected. Pump alarmed a no delivery alarm on (B)(6) 2023 at 22:13:00.000 during basal. Found no relevant failed battery test alarms in the pump history files and traces. Pump alarmed a pump error 63 (variable #: 3) during testing on (B)(6) 2023 at 06:50:44.000 due to broken traces on the u1 chip at the keypad assembly on pins # 6 sda and #1 vdd. Pump was cut open to perform visual inspection and found broken traces on the u1 chip at the keypad assembly on pins # 6 sda and #1 vdd, moisture damage on the motor, pcba 1 force sensor and dried insulin on the motor slide. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, missing display window/cover, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, broken belt clip rails, keypad overlay texture damage, label damage, cracked retainer, broken reservoir tube lip, and end cap address label missing. Failed batt test, no delivery alarm, and no com pump to xmtr-unresolved were not confirmed during testing. Rewind anomaly (loud noise during rewind) was confirmed during testing due to moisture damage on the motor and dried insulin on the motor slide. Retainer ring damage was confirmed. Cosmetic damage was confirmed at the belt clip rails. Moisture damage was confirmed found on pcba 1, motor, battery tube and force sensor. Pump error 63 was confirmed during testing due to broken traces on the u1 chip at the keypad assembly on pins # 6 sda and #1 vdd. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer's insulin pump had a crack in the middle of the buttons, near the back of the pump at the belt clip area, the ring on the top of the reservoir dislodged from its place, and a scratched screen made it impossible for the client to read the screen of the insulin pump for readings, batteries were rejected by the insulin pump, there was louder noise from the insulin pump came during rewind, with random no-delivery alerts, and when the battery was replaced, pump lost setting, also had a communication failure also occurred between the pump and the transmitter. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will continue using the insulin pump and will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.